Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-07151 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2025-05725.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, patient attended unit for chemotherapy. On administering 2ml of a 10ml pre sodium chloride flush patient reported pain surrounding PICC entrance site to staff nurse. PICC placer notified and assessed PICC. Dressing removed and during further 2ml sodium chloride flush skin noted to be swelling above PICC sit. Fracture suspected, PICC line removed and fracture confirmed between markings 9 and 10. Noted patient attended assessment on monday for PICC assessment following helpline call to report arm swelling and pain at PICC site by dn. Reviewed by dr and discharged home. PICC line removed.